Event description:
The weld on the rollator allegedly broke where the rear support is welded to the frame. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model 65851b serial number (B)(4) is approximately 8 months old. The user manual part number 1148077 rev g (jun-10) was issued with this device. It is unknown if the consumer has fully read and understands the users manual. The following warning is provided on page 1: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer is (B)(6) and does not meet the height requirements for this device of 5'6" - 6'3". The consumer weighs (B)(6) which meets the 300lb weight limit. It is unknown if additional loading was placed on the device to cause the weld break. Reaching, bending or hanging devices from the rollator may cause the weld to break. The following warnings are provided: always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag. After installation and before use, ensure that all attaching hardware is tightened securely. Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage. Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag. The backrest should always be in place and is not designed to support the total body weight of the user. Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object the consumer's technique using the device is unknown. Additional warnings are provided below: the brakes must be in the locked position before using the seat. All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced. When using the rollator in a stationary position, the hand brakes must be locked.